Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was removing or adding insulin to the pump outside of the load sequence. Customer was advised not to remove/add insulin outside of the load sequence per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 178 mg/dl at time of event.